Event description:
It was reported that the patient with this remote communicator of this pacemaker system displayed yellow collecting waves. Troubleshooting efforts were performed, and the interrogation was unsuccessful. In the meantime, the patient was referred to contact their clinic regarding to resolve the issue. No adverse patient effects were reported. At this time, the product remains in service.